Event description:
The facility reported a pump with an inoperable open button. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with an inoperable open button was confirmed during product evaluation. Inspection of the device found the pump head module keypad to be defective. The pump head module keypad was therefore replaced to address the reported condition. The device was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.